Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a follow-up session with the patient, high impedance was seen upon interrogation. The patient was sent to have x-rays done. Ap chest x-ray was received and reviewed. The x-rays were provided after report of high impedance. X-ray images from (B)(6) 2020 with the previous generator were also include with the current generator¿s images from (B)(6) 2023. The generator placement appeared to be normal for both instances. In both images the feedthru wires appear to be intact and the connector pin appears to be fully inserted through the backend of the connector block. A stress relief bend could be visualized in both images, however in the more recent image the stress relief loop does not appear where it was in the previous x-ray. Tie-downs are present and appear to be placed per labeling. Based on the quality of the image it is unclear if the lead was routed behind the generator in either image. The visible portions of the leads were assessed for fractures, and none were discovered. Based on the x-rays received, the cause of the high impedance is undetermined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.